Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that during a device change out procedure, the insulation of the right ventricle (rv) lead had been breached. The rv was capped and replaced on (B)(6) 2025. No patient symptoms were reported.